Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. The pt reported that since her last reprogramming session, her device is requiring more frequent recharges. The pt is continuing to work with her physician regarding future reprogramming configurations which may require less power. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.